Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation. There was no reported injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned screen batteries in relation to the reported event. An evaluation of returned batteries (B)(4) were not performed as the battery lots are identified as lots pertaining to recall fsca apr2014.1; therefore product evaluation is not required. The returned battery (B)(4) passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of an internal cell pair. The controller (B)(4) passed visual and functional testing. System testing with the returned batteries did not indicate any abnormal operation of the controller. The reported event was confirmed via the log files. Review of the log files revealed a 'vad stop' alarm and a likely instance of a switching event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and battery. Power switching events involving unscreened batteries are most often attributed to a faulty cell. There are no known clinical or user related factors that could have contributed to this event. The most likely root cause of the reported 'power switching' and 'critical battery' alarm event is a combination of batteries with faulty cells and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is four of five reports (3007042319-2014-00917, 2015-01384, 2015-01385, 2015-01386 and 2015-01387) submitted for devices related to the same event.

Event description:
Nine months after heartware lvad implantation the patient experienced a change of power source in the controller earlier than expected. Preliminary review of log files revealed a loss of power on the event date. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.